Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker check after the patient hospitalization on (B)(6) 2018, ventricular pacing failure was confirmed. As spontaneous rhythm could not be recognized on the patient, a temporary external pacing lead was implanted in the body and was connected to an external pacemaker. High ventricular threshold was measured (3v). Dislodgment of the ventricular lead tip was not confirmed under fluoroscopy; however, it seemed to have been slightly moved compared to the state just after the implantation. A gradual decrease of the ventricular lead impedance was observed (from approximately 1100 ohms to 600 ohms). A re-intervention was performed on (B)(6) 2018; the use of the ventricular lead was discontinued and it was abandoned in the patient¿s body. The subject pacemaker was discarded at the hospital.